Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
At this time the system remains implanted. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up non sustained episodes were seen on the electrocardiogram. Further review noted noise and oversensing which resulted asystole for > 2 seconds. A lead replacement took place, but it was not possible to gain venous access thus the old system remains implanted with plans to implant a new system on the opposite side. Once the new system is implanted the device and leads will be removed. No x-ray was performed to determine the root cause of this case. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information received noted that this lead was surgically abandoned, while the device was explanted and will be returned.